Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging power issue with their onetouch verioiq meter while they were in peru. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the afternoon of (B)(6). The patient alleged that the subject meter was not holding charge and would not charge or turn on correctly. The patient manages their diabetes with a combination of medication, including metformin and novalog insulin. The patient reported continuing to take their usual dose of medication when they were unable to test on the subject meter. The patient reported developing symptoms of nausea, headaches, shakiness and sweatiness a few hours later. The patient denied receiving any treatment for these symptoms. The cca could not fully troubleshoot the issue as the patient did not have their charger available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.